Event description:
The customer reported via phone call that her pump was receiving a button error alarm on the insulin pump. Customer stated that she went to give insulin and the up button got stuck. Customer took the battery out and when she reinserted the battery, she had to reset the time and date. Customer then received a button error. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The pump was received with intermittent buttons due to corroded keypad traces. No button error alarms were noted. The pump also had a cracked case at the display window corners, cracked battery tube threads, and minor scratches on the lcd window.